Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain'), uterine haemorrhage ('uterine bleeding'), echinococciasis ('huge hydatid cyst of morgagni') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". Medical conditions: current weight (B)(6). On (B)(6) 2018 surgical pathology report: final diagnosis: ""contraceptive": consistent with contraceptive device, gross only. "Bilateral fallopian tubes and hydatid cyst of morgagni from left side": one fallopian tube with no specific pathologic abnormality. The other fallopian tube with attached fragment of paratubal cyst detached paratubal cyst. Concurrent conditions included overweight, dysfunctional uterine bleeding, endometrial thickening and paratubal cyst. Concomitant products included levothyroxine. In 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), echinococciasis (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and ovarian cyst ("ovarian cyst") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy - huge hydatid cyst of morgagni found, cystectomy, d and c). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, echinococciasis, autoimmune disorder, menorrhagia, vaginal haemorrhage, headache, fatigue, alopecia, migraine, weight increased and ovarian cyst outcome was unknown. The reporter considered alopecia, autoimmune disorder, echinococciasis, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: ovarian cyst, pelvic pain, hydatid cyst quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: pfs+mr received- new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), autoimmune disorder, fatigue, hair loss, migraine, headaches, weight gain, ovarian cyst, huge hydatid cyst of morgagni, uterine bleeding, she didn¿t undergo essure confirmation test were added. Event injury were update to pelvic pain. New reporters, patient information, medical history, concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain'), uterine haemorrhage ('uterine bleeding'), echinococciasis ('huge hydatid cyst of morgagni/coming out part of the uterus and part of the tube and then the mesosalpinx was cauterized to the hydatid cyst of morgagni') and autoimmune disorder ('autoimmune disorder') in a 53-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." Medical conditions: current weight 235 lbs. (B)(6) 2018 surgical pathology report. Final diagnosis: a. ""Contraceptive": consistent with contraceptive device, gross only. B. "Bilateral fallopian tubes and hydatid cyst of morgagni from left side": one fallopian tube with no specific pathologic abnormality the other fallopian tube with attached fragment of paratubal cyst detached paratubal cyst. Concurrent conditions included overweight, dysfunctional uterine bleeding, endometrial thickening and paratubal cyst. Concomitant products included levothyroxine. In 2002, the patient had essure (ess205) inserted. In 2003, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines") and autoimmune thyroiditis ("autoimmune disorder type of disorder: hoshimotos") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced echinococciasis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), headache ("headaches"), ovarian cyst ("ovarian cyst") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy - huge hydatid cyst of morgagni found, cystectomy, d and c). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, echinococciasis, autoimmune disorder, menorrhagia, vaginal haemorrhage, headache, fatigue, alopecia, migraine, weight increased, ovarian cyst and autoimmune thyroiditis outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, autoimmune thyroiditis, echinococciasis, fatigue, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patients medical records: ovarian cyst, pelvic pain, hydatid cyst quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events: autoimmune disorder type of disorder: hoshimotos, abdominal pain were newly added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.